Event description:
Boston scientific crm received information that this recently implanted atrial lead dislodged and would be scheduled for revision in approximately one month. The patient's device was reprogrammed to provide only ventricular pacing due to the associated atrial loss of capture. Despite the event stating that a revision would be done, there was no indication given that a revision had been done.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Dislodgement with no reported surgical intervention.